Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was oversensing something during a non-sustained ventricular tachycardia episode. This oversensing led to pacing inhibition of approximately two seconds. It was noted that the lead measurements were stable and within normal limits and that there was no noise on the right ventricular channel. The patient is pacemaker-dependent but was not symptomatic at the time of the episode.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed that without recreating noise in the clinic, there is no way to tell if setting the sensitivity to least will address this issue in the future. The caller stated that the clinic will consider monitoring the patient on latitude. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will e updated. The device was explanted over five years later for reported normal battery depletion and then returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.